Event description:
It was reported that the customer's insulin pump alarmed motor error during a bolus. The blood glucose reading at time of call was 436 mg/dl, and customer was treated with the insulin pump. Troubleshooting was performed. Ran a displacement test and the test failed. Advised mother that the customer should discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.